Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 12/12/2014 ¿ 12/13/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection revealed a fiber in the device. The reported condition was verified. However, the cause of the condition could not be determined. A CAPA was referenced for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a fiber in the solution of a large volume intermate. This occurred before use after the device was compounded with fluorouracil. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.